Event description:
Upon making straight cuts on mako tka attachment was unusually loud and not cutting appropriately. Case type: tka. Update: which cuts were inaccurate? Anterior chamfer and anterior cuts. How was the cut inaccurate? (Proud, deep, etc) proud. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm) (tha ¿ degrees) (pka - mm) anterior chamfer and approximately 1-1.5 mm. When was the issue noticed (bone preparation or joint assessment)? During bone prep, but confirmed after bone prep when trials were put on and showing gaps between bone and implant. Was the planar probe utilized to measure cut accuracy? (Tka) no, surgeon did not want to utilize it, as he could see it was off with trials in place.

Manufacturer narrative:
Reported event: it was reported that "upon making straight cuts on mako tka attachment was unusually loud and not cutting appropriately. Case type: tka. Update:which cuts were inaccurate? Anterior chamfer and anterior cuts. How was the cut inaccurate? (Proud, deep, etc) proud. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm) (tha ¿ degrees) (pka - mm) anterior chamfer and approximately 1-1.5 mm. When was the issue noticed (bone preparation or joint assessment)? During bone prep, but confirmed after bone prep when trials were put on and showing gaps between bone and implant. Was the planar probe utilized to measure cut accuracy? (Tka) no, surgeon did not want to utilize it, as he could see it was off with trials in place.". Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: 1. Review of the device history records indicates 20 devices were manufactured and 12 were accepted into final stock on 01/31/2019. Review of qt 19-01-0115 revealed that the non- conformance is not related to the failure alleged in this investigation. 2. Review of the device history records indicates 3 more devices were manufactured and 2 were accepted into final stock on 01/31/2019. Review of qt 19-01-0113 revealed that the non- conformance is not related to the failure alleged in this investigation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35020718 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Upon making straight cuts on mako tka attachment was unusually loud and not cutting appropriately. Case type: tka. Update: which cuts were inaccurate? Anterior chamfer and anterior cuts. How was the cut inaccurate? (Proud, deep, etc) proud. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm) (tha ¿ degrees) (pka - mm) anterior chamfer and approximately 1-1.5 mm. When was the issue noticed (bone preparation or joint assessment)? During bone prep, but confirmed after bone prep when trials were put on and showing gaps between bone and implant. Was the planar probe utilized to measure cut accuracy? (Tka) no, surgeon did not want to utilize it, as he could see it was off with trials in place.

Manufacturer narrative:
Reported event: it was reported that "upon making straight cuts on mako tka attachment was unusually loud and not cutting appropriately. Case type: tka. Update: which cuts were inaccurate? Anterior chamfer and anterior cuts. How was the cut inaccurate? (Proud, deep, etc) proud. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm) (tha ¿ degrees) (pka - mm) anterior chamfer and approximately 1-1.5 mm. When was the issue noticed (bone preparation or joint assessment)? During bone prep, but confirmed after bone prep when trials were put on and showing gaps between bone and implant. Was the planar probe utilized to measure cut accuracy? (Tka) no, surgeon did not want to utilize it, as he could see it was off with trials in place." Product evaluation and results: functional inspection of saw attachment found no loud noise. Noise is normal. Failure is not confirmed. Product history review: 1. Review of the device history records indicates (B)(4) devices were manufactured and (B)(4) were accepted (including serial: (B)(6) into final stock on 01/31/2019. Review of qt revealed that the non- conformance is not related to the failure alleged in this investigation. 2. Review of the device history records indicates (B)(4) more devices were manufactured and (B)(4) were accepted into final stock on 01/31/2019. Review of qt revealed that the non- conformance is not related to the failure alleged in this investigation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 212186, lot number: 35020718 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure was not confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon making straight cuts on mako tka attachment was unusually loud and not cutting appropriately. Case type: tka. Update: which cuts were inaccurate? Anterior chamfer and anterior cuts. How was the cut inaccurate? (Proud, deep, etc.) Proud. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm) (tha ¿ degrees) (pka - mm) anterior chamfer and approximately 1-1.5 mm. When was the issue noticed (bone preparation or joint assessment)? During bone prep, but confirmed after bone prep when trials were put on and showing gaps between bone and implant. Was the planar probe utilized to measure cut accuracy? (Tka) no, surgeon did not want to utilize it, as he could see it was off with trials in place.